Event description:
This case was reported by a consumer and described the occurrence of angioedema in a (B)(6) female pt who rec'd oral moisturisers (biotene dry mouth oral rinse) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started oral moisturisers. At an unk time after starting oral moisturisers, the pt experienced allergic reaction characterized by angioedema of eyelids and upper lip. This case was assessed as medically serious by gsk. The pt was treated with diphenhydramine hydrochloride (benadryl). Treatment with oral moisturisers was discontinued. As the time of this reporting, the events were resolved. Consumer reported that she used the new formulation of biotene oral rinse on two occasions and is allergic to it. She stated that on each occasion she experienced angioedema of the eyelids and upper lip. She stated that she had to take 3 benadryl and the events resolved by the next day. She stated that she could use the older formulation without a problem.

Manufacturer narrative:
Biotene is mfg in (B)(4). The lot number for this product is available: however, it is unk whether the product will be returned for quality assurance testing. (B)(4).